Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During an evar procedure, the physician noted that the length of the leg graft was shorter than it should be. The length of the device should have been 74 x 22 mm. The length to be covered on the patient was 60 mm. An extension was placed and the graft was reported to fit fine. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, documentation, manufacturing instructions, instructions for use (IFU), dimensional verification, device history record, specifications, quality control data and imaging was conducted during the investigation. The site provided imaging of the device was provided under fluoroscopy. The un-deployed graft in the image provided by the site was approximately 63 mm long when measured from the distal end of the distal sealing stent to the distal end of the proximal sealing stent. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the indications for use, contraindications, warnings, precautions, and correct deployment procedure; as well as knowledge of radiographic image interpretation, device selection, planning and sizing. The doctor reported measuring the zenith flex with spiral-z technology aaa endovascular graft iliac leg under fluoroscopy and finding the length looked shorter than it should be. Prior to deployment, if scans are used to capture images of the graft loaded in the sheath, the length of the graft may appear to be shorter than post deployment (actual) length. This does not represent defective product; rather, how the graft is loaded into the sheath. Therefore, devices that are scanned, may give the appearance that the graft is shorter than the length captured by labeled copy. Once removed from the delivery system, the graft will deploy to the expected lengths. Based on the information provided and results of the investigation, the device delivered to the user was most likely the correct length. The customer may have perceived the length to be too short due to its shortened un-deployed length (the graft is compressed within the delivery system). Therefore, the most likely root cause of the reported event may be related to operational context/ product handling. Per the quality engineering risk assessment no further action is required. Monitoring for similar complaints will continue.

Event description:
It was reported that during an endovascular aneurysm repair (evar) procedure, the physician noted that the length of the leg graft was shorter than it should be. The length of the device should have been 74 x 22 millimeters (mm). The length to be covered on the patient was 60 mm. An extension was placed and the graft was reported to fit fine. The patient did not require any additional procedures due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: the device was returned to assist in the investigation. The returned graft was intact and had not been deployed from the system, in order to measure the length, the graft was deployed from the delivery system. The length of the returned device (graft) was within specification. Imaging was provided of the device under computed tomography (CT) scan, based upon the images provided the graft appeared too short. It should be noted that prior to deployment, if CT scans are used to capture images of the graft loaded in the sheath, the length of the graft may appear to be shorter than post deployment (actual) length. This does not represent defective product but rather how the graft is loaded into the sheath. Therefore, devices that are CT scanned, may give the appearance that the graft is shorter than the length captured by label copy. Once removed from the delivery system, the graft will deploy to the expected lengths. The complaint was confirmed based on the method used to complete the measurements, product planning has been notified of the occurrence. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During an evar procedure, the physician noted that the length of the leg graft was shorter than it should be. The length of the device should have been 74 x 22 mm. The length to be covered on the patient was 60mm. An extension was placed and the graft was reported to fit fine. The patient did not require any additional procedures due to this occurrence.